Manufacturer narrative:
Consumer reported mistakenly using hydrogen peroxide solution instead of saline solution with scleral lens. The testing of the returned lens case revealed that it did not meet all product requirements. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported mistakenly using hydrogen peroxide solution instead of saline solution with scleral lens. Medical records from the emergency department state patient was treated for a chemical injury in left eye. Eyes were irrigated during triage with 1000 ml fluid. Stat g oxybuprocaine 0.4% was given following irrigation ph o/a 8.0. Patient was prescribed chloramphenicol 1% ointment/gel, cyclopentolate hydrochloride drops, predsol drops and discharged.